Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 556 mg/dl. Customer's other blood glucose value: 258 mg/dl, 145 mg/dl, 174 mg/dl. The customer experienced symptoms such as nausea, difficult breathing and abdominal pain. The customer was treated with manual injection and insulin pump. The customer declined troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.